Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was shut down without warning.the customer's blood glucose level was unknown at the time of incident. The customer stated that they received no delivery alarm and insulin pump rejected the new battery. The insulin pump will not be returned for analysis.